Event description:
The customer's grandmother reported that her grandson had high blood glucose results while warning a pod. On (B)(6) his results ranged from 53 mg/dl to 447 mg/dl with a total of 183 grams of carbohydrate consumed and 6 boluses totaling 9.55 units of insulin. On (B)(6) at 3:00 am, his blood glucose result was "high" (>500 mg/dl). After taking a 2.30 unit bolus, it was 499 mg/dl. She provided the following blood glucose history for the remainder of (B)(6): time: 7:10 am, blood glucose: 404 mg/dl, carbohydrate: 52 grams, bolus: 3.00u; 9:32 am, 435 mg/dl; 9:48 am, (no result), 17 grams, 1.00u; 10:57 am, 483 mg/dl. He started to feel sick and was vomiting at school at 9:30 am. At 1:00 pm, he went to the doctor's office, where he was advised to take manual injections to bring his blood glucose level down. He had high ketones at the time. He was also advised to drink plenty of water and to keep checking his blood glucose. The grandmother said that when the pod was removed at 3:24 pm, there was blood at the infusion site and the cannula was dislodged. She did not see any insulin leakage. She stated that she called a diabetes educator who advised them to follow the doctor's instructions. The grandmother thought that he was sick, and that his symptoms were not related to his high blood glucose results.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. Of you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." "Check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause symptoms such as breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery". It also warns, "if you observe blood in the cannula", check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod". It advised, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines".